Event description:
Reprocessed harmonic ace shears did not work. The machine stated, "replace hand piece". This is not the first time I have had a reprocessed one that did not work or took a great deal of time to system check-testing.